Manufacturer narrative:
It was reported that a male (102.2kg) patient underwent an atrial fibrillation (af) with a soundstar eco 8fg ultrasound catheter, a webster cs catheter with auto ID technology and a webster¿ electrophysiology catheter with auto ID and suffered cardiac tamponade requiring pericardiocentesis. The pericardial effusion was confirmed by echo. Pericardiocentesis was performed to remove around 300cc of fluid. The patient's condition reportedly improved as the blood pressure normalized and patient was stable. Physician's opinion is that the effusion was possibly caused by the sheath. The model of the sheath used is unknown. No biosense webster inc. (Bwi) product malfunctions were reported. There were no error messages on any bwi equipment. However, since it is not possible to confirm that the effusion was caused by the sheath or one of the 3 bwi catheters, this event will be conservatively reported. Device evaluation investigation: the device investigation has been completed. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. Manufacturer's ref # (B)(4). This event was also reported by the manufacturer in MDR 2029046-2019-03695. Reference: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Still pending is the manufacturer record evaluation and manufactured date. Therefore, a supplemental report will be submitted. Biosense webster manufacturer's reference number (B)(4) has three reports related to the same event: MFR # 2029046-2019-03695 for the soundstar eco 8fg ultrasound catheter, MFR # 2029046-2019-03696 for the webster cs catheter with auto ID technology, MFR # 2029046-2019-03697 for the webster¿ electrophysiology catheter with auto ID (quadrapolar). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer or product. This event was also reported by the manufacturer in MDR 2029046-2019-03695. Reference: (B)(4).

Event description:
It was reported that a male ((B)(6)) patient underwent an atrial fibrillation (af) with a soundstar eco 8fg ultrasound catheter, a webster s catheter with auto ID technology and a webster¿ electrophysiology catheter with auto ID and suffered cardiac tamponade requiring pericardiocentesis. During the mapping phase, a pericardial effusion was noticed as the patient's blood pressure dropped before ablating. The soundstar eco 8fg ultrasound catheter, the webster cs catheter with auto ID technology and the webster¿ electrophysiology catheter with auto ID (quadrapolar) were the only catheters in the body. The pericardial effusion was confirmed by echo. Pericardiocentesis was performed to remove around 300cc of fluid. The patient's condition reportedly improved as the blood pressure normalized and patient was stable. Physician's opinion is that the effusion was possibly caused by the sheath. The model of the sheath used is unknown. No biosense webster inc. (Bwi) product malfunctions were reported. There were no error messages on any bwi equipment. However, since it is not possible to confirm that the effusion was caused by the sheath or one of the 3 bwi catheters, this event will be conservatively reported under all three diagnostic catheters.